Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a vessel dissection occurred. The lesion was located in the brachial artery distal to the anastomosis of a graft. A 6.0mm/2.0cm/135cm over-the-wire peripheral cutting balloon (pcb) peripheral balloon was advanced to the lesion. An unspecified number of inflations were performed with the balloon being inflated and deflated slowly and never exceeding nominal pressure. There were no indications during the procedure of any pinhole leaks from the balloon catheter. Upon removal of the balloon catheter from the body through the introducer sheath, resistance was encountered as the device approached the valve of the introducer sheath. The physician was unable to remove the balloon from the sheath. The balloon was removed from the body while still stuck in the sheath. A new introducer sheath was inserted. At this time, they noticed that the original sheath had slash marks through it from the balloon blades. They then proceeded to remove the balloon from inside the sheath and discovered that the balloon did not appear to be rewrapped properly. The balloon was inflated and a pinhole leak was noted. When the balloon was deflated, it still would not rewrap properly. It was during this investigation that it was noted that the patient's arm was swelling. Upon review of the vessel under fluoroscopy, a flow limiting dissection of the brachial artery was found. The patient was transferred to surgery. There were no further complications reported. The patient was discharged home. The patient's status is fine.